Event description:
Additional information received reported the health care provider (hcp) had indicated the fluid in the pocket was cerebrospinal fluid, not drug. Apparently, when the hcp refilled the pump, he punctured the catheter with the needle by accident.

Manufacturer narrative:
(B)(4).

Event description:
Fluid in the pump pocket was reported. It was also reported the healthcare provide (hcp) was not sure if the catheter was patent, as they found fluid in the pocket and it was unknown what the fluid was. It was noted the pump was being replaced due to nearing end of life. Possibly replacing the pump connector was being considered. The pump was being used to deliver baclofen. Additional information received reported the hcp said the fluid in the pocket looked like cerebrospinal fluid (csf). The pump showed the elective replacement indicator as 18 months. The device replacement procedure was occurring on (B)(6) 2013. It was reported this patient was found to have some fluid in the pump pocket recently, but the date was unknown. The pump had a 4000 mcg concentration of baclofen. It was noted during the pump replacement the hcp opened the pocket to remove the pump and ¿found that the pump catheter was lying on top of the pump and there were several needle punctures from a previous refill in the catheter.¿ the physician assistant had completed a refill recently and after this is when the patient¿s family described that the pocket possibly had fluid in it. The hcp removed the punctured portion of the catheter, reattached, and then replaced with a new 20 cc pump. It was further reported the patient was doing fine and no other issues have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n153707004, implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, lot# n153707004, implanted: (B)(6) 2008, product type: catheter. (B)(4).